Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of the pre-operative rupture of a thoracic aortic dissecting false aneurysm. It was reported that the patient died. The investigator assessed the cause to be device related. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information was received that reported that the cec had assessed this event as procedural, device and aneurysm related. The cause of death was multiple organ failure. If information is provided in the future, a supplemental report will be issued.